Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited migration into the patients armpit area. As a result, surgical intervention was performed to complete a pocket revision. In addition, it was noted that there were intermittent high out of range pace impedance measurements on the right atrial (ra) lead as well as ra noise and oversensing of the device minute ventilation (mv) sensor as observed on a store episode electrogram (egm) from approximately three (3) years ago. It was noted that there have not been any subsequent events of mv sensor noise and oversensing since this episode. Boston scientific technical services (ts) indicated that the intermittent high out of range pace impedance measurements appear to be related to a device header spring contact issue and provided guidance to the boston scientific representative (rep) that they do not believe a ra lead revision is warranted as this time but would defer to the physicians discretion. Ts also indicated that if the plan is to continue to monitor the impedance, they could consider increasing the out of range measurement alert limit to 2500 ohms as there have been no observed measurements over 2400 ohms up to this point. The rep indicated they will discuss this with the physician. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited migration into the patients armpit area. As a result, surgical intervention was performed to complete a pocket revision. In addition, it was noted that there were intermittent high out of range pace impedance measurements on the right atrial (ra) lead as well as ra noise and oversensing of the device minute ventilation (mv) sensor as observed on a store episode electrogram (egm) from approximately three (3) years ago. It was noted that there have not been any subsequent events of mv sensor noise and oversensing since this episode. Boston scientific technical services (ts) indicated that the intermittent high out of range pace impedance measurements appear to be related to a device header spring contact issue and provided guidance to the boston scientific representative (rep) that they do not believe a ra lead revision is warranted as this time but would defer to the physicians discretion. Ts also indicated that if the plan is to continue to monitor the impedance, they could consider increasing the out of range measurement alert limit to 2500 ohms as there have been no observed measurements over 2400 ohms up to this point. The rep indicated they will discuss this with the physician. The device remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.